Event description:
It was reported that during a surgical procedure at the user facility the sonopet tip came into contact with the surgical technician's hand causing a burn. The burn caused a white blister on the technician's hand approximately 1 cm in size. It was reported that no treatment was required, and that there is no expected permanent damage to the tissue.

Manufacturer narrative:
Device was not made available for evaluation.